Event description:
The user facility reported that during a therapeutic procedure, smoke was observed to have emitted at the connection part of the working element, and corresponding high frequency cable when the non-olympus electrosurgical unit was activated. A different, but similar working element, and high frequency cable were utilized to continue with the procedure, but the same difficulty was experienced. The user facility elected to abort the procedure; they reportedly finished that portion of the procedure and rescheduled the rest of the procedure on a later date. There was no pt injury reported. No further detailed info was provided by the user facility.

Manufacturer narrative:
The two working elements and two corresponding high frequency cables used in this procedure were returned to olympus for investigation. Please reference MFR report number 9610773-2008-00005, 9610773-2008-00007, and 9610773-2008-00008. The investigation confirmed thermal damage on the two working elements and two high frequency cables involved in the procedure. Both working elements had evidence of a stain and thermal damage on the inside of the teflon body. Insufficient cleaning of the device would most likely result in the reported event when a current is applied. In addition, both high frequency cables also had evidence of thermal damage on the connector side as a result of the insufficient cleaning of the working elements. The cause of the user's experience was attributed to user mishandling of the device. An olympus surgical specialist has been dispatched to conduct an in-service training at the user facility on how to properly clean and use the device. This report is being filed as an MDR in an abundance of caution.